Manufacturer narrative:
H3: analysis found that confirmed customer issue regarding error code message, unit presented with software 1.7.5. Main board and afe board failures also broken housing clip. H6: codes are updated. Previously applied fdm b17, fdr c20, fdc d16 codes no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during set up device was getting patient interface fault box faulted message. Rebooting the patient interface box and the system did not resolve. Biomed undocked both patient interface boxes, disconnect the cable, restart the patient interface box, re-dock them, and no faulted message appeared. Biomed reconnecting the cable on both patient interface boxes but the faulted message only appeared for one patient interface box. Biomed disconnected the cable and the message appeared again. The error message was coming wirelessly as well. There was no patient involved.